Manufacturer narrative:
Additional info: device available for evaluation: yes. Returned to manufacturer: 10/17/2016. Device returned to manufacturer: yes. Device evaluation: the intraocular lens was returned to the manufacturing site for investigation. Visual inspection with the unaided eye shows the returned lens is cut in half, most probably to make explant possible. Considering the condition of the returned lens, additional analysis was not possible. The customer's reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed. There were no deviations identified with respect to production order that were related to the reported complaint or had an effect on product quality. The product was manufactured according to specification. The complaint related test is the dimensional inspection and the results showed all dimensions were within specification. A search on complaints revealed that no other complaints for this order number were received to date. Labeling review: the directions for use (dfu) was reviewed. The directions for use adequately provides instructions, precautions, and warnings for the proper use of the intraocular lenses. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zlb00 intraocular lens (iol) was explanted from a female patient's eye due to iol displacement/dislocation, lens went out of place. There was no incision enlargement, no vitrectomy and no sutures required. There was no patient injury post-op. No further information was provided.